Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the pch instrument involved with this complaint. Failure analysis investigations confirmed the customer reported complaint. Evaluation found that the instrument's conductor wire was broken at the weld. There was no thermal damage found. No other damage was found. Based on the information provided, this complaint is being reported due to the following conclusion: it was reported that during a da vinci assisted surgical procedure, sparking from the pch instrument was observed. While there was no report of any patient harm due to the sparking instrument issue, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted inguinal hernia repair surgical procedure, sparking from the permanent cautery hook (pch) instrument was observed. There was no report of any patient harm, adverse outcome or injury due to the sparking instrument issue. A replacement pch instrument was installed to resolve the issue and the planned surgical procedure was completed.